Event description:
Related manufacturer report number: 2017865-2023-50713. It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited noise over-sensing. Upon further investigation, the set screw of the header connecting the pacemaker and the atrial lead became loose. The pacemaker was removed and replaced. The patient was in stable condition.